Manufacturer narrative:
Device has not been returned for evaluation; we have issued an RMA to the dme to return the device for evaluation. Based on information received from the dme, the device was prescribed for dvt; we did not receiving anything from the dme indicating the device had been prescribed for heating/cooling therapy at the time of this report. The dme indicated on reports the device was being used for cold therapy/blood clot prevention post surgical at the patients home. The device was used for 5 days set at 43 degrees f for 30 minutes on/30 minutes off. Dressing was placed under the wrap (foot/ankle wrap) and a splint was put on over the top of the foot/ankle wrap. Patient received the user manual with the device as indicated on the pmp patient orientation checklist. This report will be updated once device is received and analysis is completed.

Event description:
Dme reported to ttk that on (B)(6) 2016, the doctor emailed the dme stating there were some issues with maceration to the planter surface of the foot and calcaneus on the patient. The doctor did not indicate that the device caused the incident. Device has not been returned for evaluation at the time of this report.